Manufacturer narrative:
(B)(4). Date sent: 9/27/2023. D4: batch # 259c76. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with the anvil bent upwards and a gst45t reload loaded on the device. The reload was received partially fired 2/3 with the reload deck damaged. Furthermore, the anvil knife slot was noted to be damaged. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. No functional test was performed due to the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment, in addition, a batch sample is inspected finished good quality assurance. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 259c76, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2023 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a portion of the device with a black reload loaded, jaws can be seen in the closed position and tissue piece between the jaws. Also, the knife was noted advanced and the knife slot appears to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review a manufacturing record evaluation was performed for the finished device lot number 299c72, and no non-conformances were identified additional information was requested and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? Not that I am aware of did the healthcare professional wait 15 seconds after closing the device before firing? Yes did they use one or two hands to fire the device? Two hands after the gun was stuck, one hand for the first two firings did the patient have any underlying lung condition that would render the lung tissue abnormal? Unknown what was the patients diagnosis? Unknown the surgeon did feel at the time it was user error and that the tissue was too thick for the device but its always helpful to go back with an explanation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the gun fired fine three times. The fourth firing the gun misfired. The emergency over rice was used - red button down then fire again and this would not release the gun. The surgeon then had to unfortunately perform a thoracotomy to cut the specimen out. No patient consequences reported.